Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was not delivering the right amount of insulin. The customer¿s blood glucose level was 327 mg/dl. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was no longer comfortable with the insulin pump as it seems to be under delivering insulin to her body. Customer was declined to continue troubleshooting for possible causes of high blood glucose. Customer was able to successfully clear the alarm. The insulin pump will be and reservoir will not be returned for analysis.